Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that post operatively the patient experienced a drop in heart rate. The leadless implantable pulse generator (ipg) exhibited high thresholds. The ipg remains in use. No further patient complications have been reported as a result of this event.